Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the radiofrequency head had intermittent operation. The head also failed incoming tests. The cable was replaced and the head passed final functional and system tests. (B)(4).

Event description:
It was reported that the radiofrequency head had an intermittent signal. The head was returned for repair. The radiofrequency head tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.